Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, it is most likely that the moderately tortuous, heavily calcified and 99% stenosed lesion contributed to the failure to cross. This interaction may have disrupted/loosened the stent implant on the balloon, although this cannot be confirmed. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the promus stent delivery system (sds) may have assisted the investigation. However, since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The lot history record and a query of the complaint handling database was performed and did not produce any findings relevant to this complaint. There is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed, and an attempt was made to advance the 3.0 x 18 mm promus stent delivery system (sds), but the device could not cross to the lesion. After the device was removed from the anatomy, it was noted that the stent was loose on the balloon. The procedure was completed with two promus stents. There were no adverse patient effects. No additional information was provided.